Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements. Boston scientific technical services (ts) discussed continuing to monitor. No adverse patient effects were reported. This lead remains in service.